Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels. Blood glucose level at the time of the incident was over 400 mg/dl. Customer stated that there may have been an issue with the infusion sets. Troubleshooting was not performed on the insulin pump; the device was not replaced or returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. (B)(4).